Event description:
A pharmacist in preparing an IV discovered a foreign body inside the IV bag. The bag is pab mixing container 150 ml from b. Braun medical. This is an empty container, when the pharmacist added the fluid to the container a piece of black plastic is floating in the fluid. It appears as though this plastic is part of this container or another container of the same type. Container lot # is j7j933 with exp 07/09. Diagnosis or reason for use: container for compounding sterile IV preparations.